Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pair new transmitter error occurred before the patient attempted to pair the transmitter. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed. A root cause could not be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.